Manufacturer narrative:
The device was received and visually inspected. The device was normal and expected, there was no indication of a deviation from the mechanical specification. A review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In conclusion, the device was mechanically as expected. The root cause for the observed device migration could not be determined.

Event description:
Ous MDR - this system was removed after the patient accidentally scratched open the pocket and exposing the implant. The patient has dementia.